Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint indicated that an insect was found in the package when it was opened. The instrument and the blister were returned inside the carton, but the tyvek had been peeled away and was not returned. The package was visually inspected and no insect or other foreign matter was found. The instrument was taken out of the blister for inspection and still no foreign matter was discovered. The foreign matter may have been lost during the sample return process. The complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, an insect was found in the sterile package when the package was opened. When we received the product, we did not find the insect. The sample and the sterile package will return to the sourcing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.